Event description:
Unomedical reference number (B)(4) event occurred in germany it was reported that the patient faced insulin flow block alarm event on 06-mar-2024. The blockage is located in the tubing. No further information available.